Manufacturer narrative:
The suspect driver was returned to the manufacturer for evaluation. Testing found that the driver head was rounded out and led to intermittent contact with the screw head. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the hex head on the driver was outworn. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.